Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of plug it in the screen is black and when it is plugged into the processor black stuff is coming out is due to the scope communication error e216 failure, and the most probable cause of scope communication error e216 could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the gastrointestinal videoscope was plugged into the processor, the screen was black and "black stuff" was observed exiting the scope. The issue was found during reprocessing. There were no reports of patient involvement.